Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is in progress. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with an unknown type of bacterium. There is no known patient involvement.

Manufacturer narrative:
H.10: h.10: through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and the it was placed inside the operating theatre during use. It is unknown if the device is maintained as per the IFU and if the water quality monitoring is applied. Through further follow-up communication livanova learned that the device was contaminated by microbacteria. The laboratory test has not been provided to livanova even if requested thus, it was not possible to determine if the concentration of the reported microbacteria was within the limits prescribed by the IFU or not. As per cp_IFU_16-xx-xx chapter 6.3.3 monitoring the water quality, the total bacteria count must not exceed the limit of 100 cfu/m and ntm must not be detectable in 100 ml of water (< 1 cfu/100 ml). The reported microbacteria are not ntm thus, their concentration must not exceed the limit of 100 cfu/m. This information is currently not available thus the complaint cannot be confirmed and no root cause could be identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.